Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 1 month (calculated from the date when the system controller was issued to the patient). The health professional is attempting to acquire the device from the patient¿s family for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. Emergency department personnel from an outlying hospital notified the implanting center vad coordinator that the patient was in full cardiac arrest. They reported that on the evening of (B)(6) 2015, a backup battery fault alarm sounded. The patient lives 3 hours away from the implanting center. The patient and the caregiver attempted to exchange the system controller, as the message display indicated backup battery fault - replace controller; however, they were unable to "make the connection". Once the backup system controller was engaged, the same alarm and message for backup battery fault - replace controller occurred with the backup system controller. It was also reported that this patient's aortic valve had been sewn closed. The patient expired on (B)(6) 2015. Information was received on 09/03/2015 that the patient's backup battery had not been reviewed at the previous clinic visit; however, based on the information from the visit prior, the backup battery alarmed appropriately. The dates of the clinic visits were not provided. No further information is available at this time.